Manufacturer narrative:
No scope was returned to olympus for evaluation. Since no model and serial number were provided, olympus was unable to review the instrument service history. The cause of the reported event could not be conclusively determined. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, injury to the patient¿s mucosa occurred due to difficulties with the retroflection of the scope. The scope was reportedly too rigid. The patient¿s outcome is unknown.